Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient had surgery on october 7th and the wound wouldn't heal. The wound started bleeding like a month and a half after the surgery. The bleeding turned to some yellowish pinkish gooey. They went back in on valentine's day and the healthcare provider reseated the unit and sealed it back up. About 2.5 weeks ago it started leaking a little bit of yellow fluid out of the wound. One hole in the wound doesn't want to heal. They have been in touch with the doctor and they have an appointment on the 2nd of may to discuss options. The healthcare provider thinks that they can see the ins through the hole and that they might have to remove the entire unit because of a possible allergic reaction. The doctor thought that perhaps the unit had flipped over and needed to be reseated. They did a culture swab on the fluid that was coming out when they did the surgery and there was no infection at all. They thought maybe it was a seroma or an air pocket or whatever. Back in february they tightened it all up and stitched it with antibiotic powder and it seemed like it was healing. Now there was a little teeny hole and it's leaking this yellowish liquid not quite as much as it used to. It's just yellow and there is no blood in it this time. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue.